Event description:
Nurse states that she was giving pt a neb, pt became irritable, she picked pt up, 3-5 mins pass, pt becomes more irritable and is arching their back. She calls to the family member who was painting in the other room. The nurse places pt in the crib and pt is now turning blue. There is no alarm going off on the t-bird. The family member walks in, looks at the vent, goes straight to pt, removes the circuit from pt trach, and "bags" pt. After pt settles down the family member comes into the room the family member tells the nurse and the family member that there was no green bar on the pressure manometer. The family member states to the nurse that the same thing happened last week and the therapist who had been out over the weekend exchanged the luxor cart. That therapist told family member to call if anything else went wrong with the vent and phs would exchange it. Family member told nurse to get out the back-up vent and call phs to exchange the vent. Nurse called and talked with the rep. Rep had them test the low-pressure alarm around 1305. It was functioning. Rep took part of her statement and said incident that occurred last week was a power issue with the luxor cart. That is why the therapist exchanged it. Prior to leaving she did tell the family to call with any more issues like this. When rep returned to the home, the nurse had already left. Rep exchanged the vent. The vent was running on a test lung when rep shut it down around 1715. The family was unable to give him a good description. The neb is given at the temp probe port o2 through the back of the vent. Cuffed peds trach. Rep talked with nurse the following day. She gave a detailed report of what happened. She wanted to make sure rep knew taht she did not see the flat green bar. The family member was the one to witness this. She said that pt has been ill, on o2 and had been bronchospasming. She also wanted to tell rep that the night nurse has noticed a problem with pt leaking around their trach causing low pips.